Event description:
It was reported that the physician noted a kink in the right ventricular lead upon opening during the implant procedure. The lead was not used; a new lead was implanted successfully. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.